Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent a interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f, pinnacle-terumo sheath. Peri-procedure the patient was anticoagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the device was prepped and inserted into the procedural sheath, the balloon was inflated. The balloon lost pressure proximal to the first stop. Access was maintained in the common femoral artery and a perclose was attempted but failed. Manual compression was applied for 25 minutes and protamine was given to reverse the heparin. There was known calcium and a stent present just proximal to the arteriotomy. The patient was ambulated and discharged to home the same day with no clinical sequels noted.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 6mm from the balloon proximal tip. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. However, it was reported that there was known calcium and a stent present just proximal to the arteriotomy. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site.